Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up.

Event description:
P1008 - posterior radial tear - issue: on (B)(6) 2024, ((B)(6)) reported to cas that during procedure ID #(B)(6), dr. Experienced a posterior tear. Site is seeking review of the procedure.